Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 12/19/94 and revised on 7/9/97 due to a "malfunction". In the received info the physician stated that the malfunction was due to "fluid loss" and that this fluid loss was occurring from "an obvious disruption in the tubing near the base of the left cylinder." A pump and two cylinders were returned for evaluation. Examination and testing of the returned components revealed three separations/sites of leakage. The first site is noted in cylinder #1's exiting tubing near the strain relief/tube junction. Examination of this site revealed an area of abrasion surrounding and penetrating the site, and two crease marks adjacent to it. Additionally the surfaces of the separation display markings characteristic of stress(s) induced rending. The second site is also found in cylinder #1's exiting tube. This separation is noted in the mid-section of the tube. Examination of the surfaces of the separation revealed markings indicative on sharp instrument contact. The third site is noted in the mid-section of the tube. Examination of the surfaces of the separation revealed markings indicative on sharp instrument contact. The third site is noted in the mid-section of cylinder #2's exiting tube. Examination of the surfaces of this separation also revealed makings indicating contact with sharp instrumentation. Because these components were released according to mfg and quality control procedures, qa concluded that the observed damage to cylinder #1 and #2, indicating contact with sharp instrumentation, occurred subsequent to the device packaging being opened. In addition, because the expected use of this device, combined with this observed damage would have resulted in an earlier detected fluid loss, qa concluded that the damage most likely occurred at or subsequent to explant. Based on qa's examination and the info provided, qa concluded that while in -vivo cylinder #1's exiting tubing was partially kinked and abrading against itself. Qa further concluded that this positioning, in combination with device usage over time, contributed to sufficient stress(s) to rend the tubing at this site. This rent would allow the noted loss of fluid and render the device inoperable.

Event description:
Per the information provided to co by the physician's office, the device was removed due to a "fluid loss from the input tubing to the left cylinder." As reported to co, the reservoir was left in place, while the rest of the device was removed and replaced with the same model prosthesis, produced by the same manufacturer. 08/26/1997-per the operative report received on this date, the physician/surgeon states that the patient had "good function of the device until recently, wherein he experienced fluid loss." During surgery it was noted that "on input of fluid into the cylinders, there was an obvious leak on the left side." In addition, "there was an obvious disruption in the tubing near the base of the left cylinder causing the leak."